Event description:
It was reported that the patient had difficulty charging due to the location of the battery. The patient underwent a pocket revision procedure and doing well post operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.